Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bbl¿ mueller hinton ii broth, cation-adjusted that there was pinpoint precipitate in the product. This event occurred 4 times. There was no report of impact to patient or user.

Event description:
It was reported when using the bd bbl¿ mueller hinton ii broth, cation-adjusted that there was pinpoint precipitate in the product. This event occurred 4 times. There was no report of impact to patient or user.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 15-dec-2023. H.6. Investigation summary: this memo is to summarize findings on your complaint related to bottle mueller hinton ii br cation 500 g, catalog number 212322, batch 2343309, and complaint # (B)(4) , for a cosmetic defect. Components are milled and blended (where required) and dispensed into containers. Following qc release, and based upon inventory demand, final packaging operations occur, which include dispensing into and labeling of final configurations, followed by transport to the distribution center. The complaint investigation included a review of the batch history record. The batch history record review indicated no discrepancies. All release testing was satisfactory. Release testing includes dehydrated medium appearance, solution appearance, ph, and biological performance with organisms as specified on the bd certificate of analysis. The complaint trends were reviewed for a period covering 12 months. During that time, there have been no confirmed complaints on this product for the defect in question. Complaints on three batches of mueller hinton ii broth cation adjusted were submitted on behalf of the customer for pinpoint precipitate. Photos were attached to one of the three prs, representing all lots as the customer could not differentiate which lots were used in each well. All photos depict 96 well micro plates. It is difficult to see the defect of pinpoint precipitate in the photos. Returns were received for lots 2343309 on 12/15/23. Return samples and retention samples from the complaint batches were tested for prepared solution appearance against a control batch of mueller hinton ii broth cation adjusted. Samples were prepared according to label instructions. Powders were mixed well and warmed gently to dissolve. Flasks were autoclaved at 121°c for 10 minutes, and then cooled to room temperature. Satisfactory solution appearance is clear to slightly hazy, pale to light yellow to tan, and contains no more than a moderate amount of fine cream sediment or minute suspended insolubles, with as much as a small amount of small cream flocculation. Control retentions, and returns were satisfactory for solution appearance- light yellow, clear, with up to slight precipitate. There was no change in appearance after holding flasks for five days at room temperature. The retentions and returns were comparable to the control. Bd was unable to replicate the precipitate reported by the customer. This complaint cannot be confirmed. Bd will continue to trend cosmetic complaints on dcm products.